Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was returned. The sample evaluation observed fungal hyphae and possible sporulating structures. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer opened a tampon and it black spots on the pledget. She noticed the issue before using the tampon. She has used about 13 tampons and she only noticed the issue with one. Consumer sent sample in sample evaluation completed 10/2/2015.